Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed, upon plugging the device into the controller, it did display a live, clear image. No issues were identified with the live image. A spybite device was passed through the working channel without issue. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the faint, white imprint left by the working channel sleeve braid pattern. The complaint was not consistent with the reported event that the image quality was poor, however, it was found that the working channel sleeve extended from the distal cap when received. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the working channel sleeve protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that as they plugged the scope, lines were seen on the screen. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: working channel sleeve protrusion.